Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance. The lead remains in use but the alerts for the high impedance were turned off. No changes to programming. No patient complications have been reported as a result of this event.